Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use and have one of the bearing components disassembled/missing. The component was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp shim was found to be missing a bearing while a sales representative was checking instruments before surgery. There was no patient involvement, and no adverse events have been reported as a result of the malfunction.